Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the pacemaker and the right atrial (ra) lead were explanted, due to erosion, wound dehiscence and infection. And the pacemaker was replaced with leadless pacemaker. The infection, however, was not related to product or procedure. The patient was stable throughout the procedure.